Event description:
It was reported that episodes of automatic mode switch (ams) due to intermittent atrial undersensing were noted on a remote transmission. The patient presented to the clinic, and programming changes were made. There were no adverse consequences to the patient.